Manufacturer narrative:
Hamilton medical comes to the following conclusion: under investigation.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: ventilator had issues during the night (approx.3am) but no specific details, during the day (approx. 16:00) when rolling the patient ventilator stopped doing its function, patient then bagged manually until the currently ventilator was swapped. Doctor convinced it was not patient related since he exhausted all other possibilities before that. Also reported by todays nurse that patient bites the tube and that might have been related.